Manufacturer narrative:
The customer returned the pump for an alleged pump error 43 alarm and moisture exposure reported on (B)(6) 2023. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file and main error log reveals: on (B)(6) 2023: thirty-two (32) pump error 43 (linenumber 752 filenumber 121) motor drive error alarms (between 13:38:54 and 20:40:16), two (2) pump error 2 (linenumber 1451 filenumber 51) main ipc or motor ipc alarms one (1) pump error 53 (linenumber 3901 filenumber 32112) alarm(19:08:29) on (B)(6) 2023: one (1) pump error 43 (linenumber 752 filenumber 121) motor drive error alarm (01:57:53) one (1) pump error 41 (linenumber 713 filenumber 121) motor voltage error alarm (20:06:00) one (1) pump error 40 (linenumber 525 filenumber 121) motor safety circuit error alarm (10:01:00). The main error log showed: three (3) pump error 53 (linenumber 65535 filenumber 65535) alarms (no date/time ascertained). The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, motor flex tail, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Moisture damage, critical pump error (open book image), pump error 43, pump error 53, pump error 2, pump error 41, and pump error 40 alarms are confirmed. Detailed failure analysis of pump error alarms are listed below: 3 failures led to open book 0x00000044 due to error log. First and second error occured due triggering macro system_hw_error_check . Error 53 due to resister dump this marco was triggered in (void uic_keydown) and reason for that was returning hal_result_fail from (hal_result h_hwtest_lcd) and to r2 was wrote value 2 what means (hw_err_lcd = 2,//ngp-srs-5214: lcd test failed) due to enum _hardware_fault_ID_e. Third error triggered also due to system_hw_error_check reason of this error also is lcd error in function static void h_dvclcd_reinit(void) and to r2 was wrote value 2 what means (hw_err_lcd = 2,//ngp-srs-5214: lcd test failed) due to enum _hardware_fault_ID_e. Before lcd hw errors function (hrm_startupbatterytest) returned (hrm_battery_test_res_fail = 2) which means aa battery was discharged. Software triggered this error correctly because in power management report we can see that value aa battery were 1205 (threshold value is 1200) and next recorded value was 0, 1207 then 0, 1214, then 0. This means that battery was changed a few times but voltage of aa battery was very low and close to threshold value(1200). Last recorded from power management report was 1594. This means that last aa battery was fully charged. Critical pump error occured due to lcd hw issue and not due to power hw issue because last record from power management report shows that last aa battery was functioning fine and couldn`t cause lcd error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor detected by reading an unexpected value from hall sensor (pump error 43) and the pump was exposed to moisture. Troubleshooting was performed and found that the customer was able to clear the alarm and the pump did rewind successfully but the pump error reoccurred. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.